Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015 at 01:52 a.m., customer's blood glucose level was 521 mg/dl. Customer administered 17.9 i.u. At 05:30 a.m. Blood glucose level was 33 mg/dl. Customer was unconscious. Customer's husband informed the emergency doctor. She was treated with an infusion of glucose. Diabetes counselor thinks the pump didn't deliver insulin correctly. A request was made for the return of the device.